Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000mcg/ml concentration at 650 mcg/day dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that the pump site was infected and needed to be replaced. It was unknown as to what factors may have led or contributed to the issue. It was unknown if there was any diagnostics/troubleshooting performed. For actions/interventions, the hcp replaced the pump and catheter and placed a wound vacuum-assisted closure (vac). At the time of this report, the issue was resolved. The patient status was alive-with injury, the injury was specified as patient being in the intensive care unit (ICU) for infection. The return status was reported "no return-customer discarded". The patient had a medical history of cerebral palsy. No concomitant medications was reported. No further complications were reported.